Event description:
Dealer stated that the rubber that goes over the metal footboard on an unknown power chair has been scraped away from hitting objects and streets over time. The metal footboard is fine.